Event description:
Customer reported the system will not display images while emitting x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit cards in the image processing computer. System operates as intened.